Event description:
Procedure: low anterior resection. According to the report: an incomplete posterior row of staples was placed. The rectum was damaged and sutures were used to resolve the issue. Anesthesia was taken down, then a colostomy was performed. There was no transfusion reported, and or time was delayed 90 minutes.

Manufacturer narrative:
Date initial report sent: 11/06/2009.